Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation. Event description: it was reported on (B)(6) 2020 of an incident involving a guardia¿ access embryo transfer catheter with rpn k-jets-7019. The customer reported a hair-like foreign matter sealed in the package on (B)(6) 2020. The procedure was completed using a another device and there were no adverse effects reported as a result of this issue. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, instructions for use, and specifications. One unopened guardia access embryo transfer catheter was returned for investigation. Visual exam noted a dark color hair-like foreign matter floating in the sealed package. The outer package was opened; visual exam reveals foreign matter is in the guide catheter inner pouch. A review of the device history record (DHR) found three non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Cook has conducted a review of the product manufacturing specifications in response to this incident. It was determined that the current controls are sufficient to identify this failure mode by inspecting the device prior to device distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Based on the investigation, the failure mode was attributed to a packaging event. Though the complaint was determined to be manufactured out of specification, there is not sufficient evidence to suggest the rest of the lot and other devices are manufactured out of specification. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: distributor. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported that a guardia¿ access embryo transfer catheter was found at the distributer to have a hair-like foreign matter sealed in the package. This device was never distributed to a user facility for use and made no patient contact.